Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. Also if the gun is air fired this could also potentially cause this failure. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted for this lot and the results indicate that this batch of product was processed without incident related to the failure in this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed similar other complaints for this lot released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the express sew iii needle device broke after the seventh or eighth pass with a normal use and normal tendon. It was reported that fortunately, the device broke outside when checking its integrity. All the pieces were recovered. It was reported that another like device was used. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.